Event description:
It was reported that the catheter was inserted without difficulty for routine obstetric use. After approx 4 hours use, removal of the catheter was attempted and resistance was encountered. After repeated attempts to remove the catheter, it separated with the tip remaining in the epidural space. A laminotomy procedure was performed to remove the catheter tip. The pt reported numbness in her left foot prior to the tip removal, but the condition cleared up after removal. There were no further complications.